Event description:
It was reported that during a vats lobectomy procedure, the surgeon used the device first and there was no problem. But when he used the same device body with new reload, it failed. He closed and fired the stapler normally, but the cartridge was separated from the body and no staple was made on pulmonary vessel, but cut. So there was lots of bleeding. Surgery was prolonged one hour. Unknown how case was completed. Additional followup was performed, "were any of the staples deployed? No. How much blood was lost? About 500cc was a transfusion required? Yes. 2 pint did the entire cartridge come out of the device or did the cartridge separate? It separated. How was the case completed? A surgeon clamped the pulmonary artery with a vascular clamp and sutured. Any change in the patients postoperative course? No. Preexisting conditions(s)? Nothing special age, sex and weight of the patient female, is the patient expected to have a full recovery? Yes has the account been inserviced? Yes how long has the surgeon been using the device? 3 years.

Manufacturer narrative:
Date sent: 10/22/2009 information was not provided by the initial contact. Information anticipated, but unavailable at this time.